Manufacturer narrative:
Follow-up #1; date of submission: 12/23/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/02/2014 with the following findings: the black box data from the time of the reported issue had been overwritten due to continued pump use. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.